Manufacturer narrative:
(B)(4). The customer returned the lid stock, 3-lumen catheter, and spring-wire guide from a cdc-45703-p1a kit. The spring-wire guide was passed through the distal line of the catheter and unraveled. The guide wire was removed from the catheter and found to be unraveled due to the proximal weld fracturing off of the inner core wire. The fracture surfaces were examined and evidence of necking was observed. The j-tip was also found deformed from use. The length of the spring-wire guide was measured to be 597 mm, which is within specification. Based on this, it is assumed that none of the inner core wire is missing. The outer diameter of the spring-wire guide was also within specification. An inventory spring-wire guide was passed through the distal line of the catheter without issue. A manual tug test was performed on the distal weld of the spring-wire guide and it was found to be intact. A device history record (DHR) review was performed and no relevant findings were identified. (Con't) other remarks: the instructions-for-use (IFU) that are packaged with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The customer reported issue of the spring-wire guide unraveling during use with the catheter was confirmed during the sample investigation. The proximal weld of the spring-wire guide fractured off, causing the guide wire to unravel. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the guide wire unraveled when feeding the triple lumen over the guide wire, in the right femoral vein, during a code on a patient. The doctor removed the cvc and guide as one unit from the vein. During this issue, the surgical resident placed a successful triple lumen in the left femoral vein. The patient also had a peripheral IV in place to administer medications. Prior to central line insertion the patient had been extubated and did not do well. An emergency cricothyroidotomy was performed due to loss of airway.

Manufacturer narrative:
(B)(4). Patient deceased. The clinicians (doctor) stated that the device did not cause or contribute to the patient's death. The procedure was a secondary measure to get the patient medications as there was already a peripheral IV placed.

Event description:
The customer alleges that the guide wire unraveled when feeding the triple lumen over the guide wire, in the right femoral vein, during a code on a patient. The doctor removed the cvc and guide as one unit from the vein. During this issue, the surgical resident placed a successful triple lumen in the left femoral vein. The patient also had a peripheral IV in place to administer medications. Prior to central line insertion the patient had been extubated and did not do well. An emergency cricothyroidotomy was performed due to loss of airway.